Event description:
A guide wire was placed in the posterior descending artery for protective purposes. A second guide wire was placed in the left coronary artery for stent inflation purposes. After another company's stent was deployed, the guide wire that was being used for protective purposes was pulled out. At this time, it was noticed that the distal part of the guide wire had been left in the patient's artery. There was flux reduction and the patient was reported to be doing well. The distal part of the guide wire was left inside the patient and it was unable to be removed.